Event description:
The issue involves cerner millenium powerchart message center or inbox. Results that have been updated or modified are not displayed in results to endorse folders for clinicians. This could result in a delay in the communication of results to the pt, or results being missed altogether by the clinician. Cerner received communication on (B)(6) 2010 of an adverse pt event that occurred as a result of this issue. A pt experienced a delay in a (B)(6) laboratory test result being communicated to the attending physician. Treatment may have been delayed as a result of this issue.

Manufacturer narrative:
Cerner distributed a priority review flash notification on (B)(4) 2010 to all potentially impacted client sites. The software notification includes a description of the issue and an interim work-around to prevent the issue from occurring. A software modification is being developed to address the issue for all sites that could be potentially impacted. Cerner corp will provide a f/u report when the software modification is available.